Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned in segments, analyzed and all conductors were fractured. It was noted that the all conductors were distorted, there was blood/body fluid on all conductors (not obstructed) and the lead was stretched. The analyst also noted that a guidewire was found in the entire length of the lead and was broken in 10 pieces. The guidewire was easily removed and not stuck inside the lead.

Event description:
It was reported that the left ventricular lead had high and varying impedance, historical high thresholds, and no capture. An x-ray showed a thin opaque piece protruding from the lead, which was later identified as a guidewire. The lead was explanted and replaced. No patient complications have been reported as a result of this event.